Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had atrial fibrillation (af) and the implantable cardioverter defibrillator (ICD) detected the af with rapid ventricular response (rvr) and administered an inappropriate ventricular fibrillation (vf) shock. The patient was medically treated with no intervention performed to the device. The device remains in use. It was further reported that the right atrial (ra) lead had undersensing during atrial arrhythmias. The lead remains in use. No further patient complications have been reported as a result of this event.